Event description:
It was reported that during repair service performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) drive regulator would not lock in place. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The fse replaced the drive regulator then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named in block e1 is a getinge employee whose contact details are: telephone number (B)(6), email address (B)(6); which differs from that of the event site.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and replaced the drive regulator, performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during repair service performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) drive regulator would not lock in place. There was no patient involvement, and no adverse event reported.